Event description:
It was reported that a device was constantly alarming for a door not fully latched message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device eval is complete.